Event description:
The nurse was lowering the head portion of the bed and a tray table was obstructing the bed path. When the tray table was removed from the path, the head of the bed quickly and forcefully dropped into the position that the motor was trying to achieve. The patient was jarred in the fall, but uninjured. The associate's finger was caught and sustained some trauma which had to be treated in the ed.======================manufacturer response for specialty bed for big and tall patients, kci (per site reporter)======================we are waiting for their evaluation report.